Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted right hemicolectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a monopolar curved scissor (mcs) arc. They stated they had one last week. The protective cover was installed on both and wasn't damaged. Site swapped out the instrument with another mcs, and it was working fine with no arcing. Tse asked if the surgeon was grasping enough tissue during the arc, and site stated yes. Tse reviewed the logs and found no faults. The procedure was completed with no reported injury.